Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and there are six occurrences of "improper shutdown!" . The ehl cannot determine whether the "improper shutdown!" Events were the result of the user removing all power (the battery module) prior to powering off the pump using the off key or if the "improper shutdown!" Events were the result of a malfunction of the pump or battery module. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device powers off without user input was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input there was no patient involvement associated with this event. No additional information is available.